Event description:
The customer reported the on/off knob is hard to turn.

Manufacturer narrative:
Initial reporter: (B)(6). Hyperbaric ventilator serial number (B)(4) was evaluated by the manufacturer. The customer reported that the on/off knob was hard to turn. Evaluation found that the knob has the normal stiffness associated with the functionality of this device. Testing of the ventilator found that the maximum inhalation and exhalation times are out of specification. The timing issue is due to the multi-flow relay starting to drift.